Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a burning sensation and pain at the ipg site. The patient underwent a procedure wherein physician did a wound exploration. The patient was doing well post-operatively.

Event description:
A report was received that the patient had a burning sensation and pain at the ipg site. The patient underwent a procedure wherein physician did a wound exploration. The patient was doing well post-operatively.